Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient clarified report of stimulator not working: when they went to use the device, it was not working, they tried different ways, tried new batteries (understood to be in programmer) and that didn't work. When asked the cause of stimulator not working and poor communication the patient stated they called customer service for a rep to troubleshoot. The agent came and checked the device and said that it was not working and patient will have to get another one, the stimulator will have to be removed, as it is not working. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they could not hold their urine and were changing bed sheets since they had the implant. They also reported the stimulator was not working anymore. They stated they had never had the implant checked since getting it. They clarified they were referring to the patient programmer. They were asked to sync on the call and they were getting the poor communication message. They stated they had been getting the poor communication message for the past couple of days. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.